Event description:
During the leadless pacemaker (lp) system implant procedure, the lp was fixated. Increased capture threshold and decreased sensing was observed. It was not possible to redock the lp to the delivery catheter. The lp was removed. A new lp system was selected and successfully implanted. The patient was in stable condition.

Manufacturer narrative:
Visual inspection noticed the helix was stretched out of specification. The helix elongation is consistent with having occurred during implant procedure caused by the end-user. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Electrical and mechanical analysis performed indicated normal functionality. Sensitivity test measured at nominal settings found all sensing parameters within normal range. Further evaluation of the output signal found normal pacing parameters, and review of device history record (DHR) indicates that each manufacturing and inspection operation was performed, and the device passed all tests. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.